Event description:
It was reported that the patients ipg was nonfunctional and was not holding a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was nonfunctional and was not holding a charge. The patient underwent an ipg replacement procedure.